Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endoprosthesis interventional procedure. Reportedly, the suture and the guide (metal part) of the proglide broke during step 3. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endoprosthesis interventional procedure. Reportedly, the suture and the guide (metal part) of the proglide broke during step 3. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report, the account provided the following information: the initial sheath size was a 5f. The maximum sheath size used was a 16f sheath. A straight forceps was used to remove the separated device portions. The suture of one proglide device was successfully pre-placed prior to the procedure and used after the procedure to achieve hemostasis. No portion of the device remains in the anatomy as it was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the reported information it is possible that the guide broke during insertion and separated during needle deployment. It¿s likely the reported suture break was a cuff miss from the guide break. Factors for guide breaks occur due to the angle of insertion in relation to the vessel tract, and manipulation of the device when the foot is deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
E1: facility name, address, phone number updated.